Event description:
On saturday, (B)(6) 2019, patient experienced fracture of biomet right shoulder prosthetic implant, whereby the trunnion was broken off the back of the humeral tray. Necessary revision surgery. FDA safety report ID # (B)(4).